Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a kinetix guidewire. The shaft and the remainder of the device were checked for damage. When the bag was opened for investigation the device showed a separated tip and the tip was in the bag. The separated section measured 3cm. The proximal sectioned was approximately 182cm long. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2017. It was reported that guide wire kink occurred and crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery (lad). A 185cm kinetix¿ plus guide wire was unpacked but the distal part of the wire was noted to be already kinked. Despite this, the device was advanced to the lesion but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed guide wire distal tip detachment/separation.